Manufacturer narrative:
(B)(4) initial report. The device is not available for examination. X-ray, patient age and activity level were provided. Operative notes have been requested in order to progress with this investigation. Information will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filled with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA.

Event description:
Taperfit revision after approximatively 2 months due to infection. Patient has a history of ischemic heart disease.

Manufacturer narrative:
Per 4827 - final report. The device is not available for examination. Additional information, including x-rays and operative notes was requested in order to progress with the investigation of this event, however, this information was not provided and thus the scope of the investigation was limited. The appropriate device details were provided and the relevant device manufacturing record has been identified and reviewed. All finished parts associated with this record were manufactured, sterilized and packed to the correct specifications at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause of the event has not been determined. Infection is a known complication with any invasive surgery and thus this case is now considered closed. Please note: this report is filled with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Taperfit revision after approximatively 2 months due to infection. Patient has a history of ischemic heart disease.